Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual examination identified that the balloon was unfolded, indicating that it had been subjected to positive pressure. A partial circumferential tear was observed approximately 4 mm proximal to the distal marker band. Due to the tear, the balloon could not be inflated during product analysis. Visual examination revealed no damage to the device tip. Visual and tactile examination of the shaft identified no kinks or other damage. Both marker bands were present on the device shaft and were found to be intact. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the mustang device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was adverse event related to procedure

Event description:
Reportable based on the device analysis completed on (B)(6) 2026. It was reported that inflation failure occurred. The target lesion was located in an arteriovenous fistula. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During the procedure, inflation was attempted using an inflator, however, the balloon failed to expand. The procedure was completed successfully using another identical mustang balloon catheter. No patient complications were reported as a result of this event. However returned device analysis revealed longitudinal tear.